Event description:
Information was received from (B)(6) that the patient reports that the controller changes to the other power port before the battery is down to 25%. The hospital sent a replacement battery to the patient. The patient "did not show up, so no log files available

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed via log file analysis. Log files revealed that the battery (B)(4) was not in use on or near the reported event date. Analysis of the device revealed that the device failed to meet specifications. The battery passed visual inspection but failed functional testing since the puv (pack under voltage) and cuv (cell under voltage) flags were enabled which resulted in the battery being inoperable. However, the flags cleared after manually recharging the battery and the battery worked as intended. This is an incidental finding not related to the reported event. The device is related to the reported event, however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the battery and the controller. The most likely root cause of the reported event cannot be conclusively determined. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. A field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report # 36 of 117. Battery has not been received.